Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16apr2020.

Event description:
The customer reported back up battery not charging. It is unknown if the device had patient involvement at the time the issue was discovered, however, there was no patient or user harm reported.

Manufacturer narrative:
G4: 23jun2020. B4: 23jun2020. The field service engineer (fse) confirmed the issue was resolved by resetting circuit breakers. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.